Event description:
Investigation is completed.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Event description: it was reported that the product was implanted on (B)(6) 2019 to treat a distal multi-fragment femoral bone fracture. Patient came back to the hospital on (B)(6) 2020 and it was determined that the plate was fractured in the distal third and that the patient's bone was disassociated again. Patient was revised on (B)(6) 2020 product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. - DHR review: the DHR (device history records) check could not be performed as the lot number of the ncb plate was not available. - instruction for use (IFU): the instruction for use (IFU) was reviewed. The indications and contraindictaions are listed. The section (precautions) describes the following : these implants are designed for temporary usage and are generally removed once the bone can resume its normal function. The physician in charge is responsible for the decision to remove the implants. The risk of adverse effects such as secondary infections, allergies, material fatigue (breakage), implant failure and/or impaired blood circulation, increases with the time the implant is implanted, delayed union, non-union, patient weight and activity level. Conclusion: it was reported that the product was implanted on (B)(6) 2019 to treat a distal multi-fragment femoral bone fracture. Patient came back to the hospital on (B)(6) 2020 and it was determined that the plate was fractured in the distal third and that the patient's bone was disassociated again. Patient was revised on (B)(6) 2020 the DHR (device history records) check could not be performed as the lot number of the ncb plate was not available. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), adherence to rehabilitation protocol and relevant medical history are unknown. However, there are possible factors which could have led to the ncb plate fracture. These can be: - not correctly implanted ncb plating system - physical activity or trauma - overload of the implant (not properly healed bone fracture and / or not adherence to the postoperative protocol) the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was revised due to implant fracture.